Event description:
It was reported that the device's battery is low. There was reportedly no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which the recommendation to use the device connected directly to the dc power outlet was provided. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer care representative advised to connect the device directly to the dc power outlet and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.